Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's battery does not hold charge. It was reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer has not approved the proposed quote for repair; therefore, it could not be determined if it failed to meet specifications. Per source notes, the customer will handle the service call or incident, as they will install the battery independently. No further information has been provided for this case. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.